Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's initial ins battery caused discomfort in the initial implant location which was her upper buttock. The patient stated they weren't sure if they hollowed out too much muscle or what but the butt was the most painful part from the surgery. They assumed the pain was from the surgery but once the surgical site healed after a few months, she still experienced discomfort at the ins implant site so the healthcare provider moved the ins implant site when they did the revision in 2017.